Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implant, the loop recorder showed oversensing on the wide qrs complex. After programming changes were performed, minimal oversensing was noted. Patient was stable before, during, and after the programming changes.